Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over the station. A technical support specialist (tss) sent count inventory messages and load messages for all loaded storage spaces. Medications then appeared correctly; however, reports continued to display the old storage space names. The customer was informed that the storage space names had not yet been updated for both locations and advised to change them to resolve the issue. The customer agreed to proceed with the necessary name changes and requested the case be closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all patients and orders was not crossing over the station after reboot of the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.